Event description:
It was reported that during interoperative testing the patient was experiencing a headache. Soon after he stopped responding to questions and prompts. His vitals were fine but the surgeon ordered a CT scan. While surgeon was taking off the frame and closing the incision the patient started to have some response but on the contra lateral side of the implant. The CT scan came back and revealed the patient had a interop bleed. The surgeon attended to the bleed and left the implants in. The physician indicated this adverse event to be a known risk of surgery. The patient is now stable and doing well post procedure.